Manufacturer narrative:
Findings: pump passed displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No excessive no delivery alarm. Pump received with scratched lcd window. Unit received cracked case display window corner. Unit received with broken belt clip slot. Pump received with cracked reservoir tube lip.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 500 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer did not troubleshoot the issue, but they did change the set. The customer mentioned that they had issues with mo delivery alarm. The customer decided to send the insulin pump back for analysis.